Event description:
It was reported that a female patient, who had a right rtsa, underwent a revision procedure. The reported information indicates a loose and dislocated shoulder was revised to a thicker tray and constrained poly component. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. The explanted devices were destroyed. No device images or x-rays were able to be obtained. No further information.

Manufacturer narrative:
Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.